Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed. Reportedly, the customer removed the cartridge outside of the normal load process. Pump alerted the customer appropriately. Customer's blood glucose level was 525 mg/dl, the elevated bg was addressed by a correction injection via manual insulin therapy. Tandem technical support educated the customer regarding removing the cartrdige outside of loading process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.